Manufacturer narrative:
The other relevant components include: product ID: 8709sc, lot# n197313009, implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a consumer receiving baclofen at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that the patient was experiencing increased spasticity. The last refill apparently had an extra 5 cc of baclofen in the reservoir. A dye study was scheduled for (B)(6) 2017 and it was unknown if the issue was resolved. During the dye study, they could not aspirate the catheter. The patient will need to check back with the treating physician to see what to do next and there were no further complications reported/anticipated and the issue had not been resolved.